Event description:
It was reported that a lead presented high thresholds during an implantation procedure on (B)(6) 2021. A new lead was used instead. The patient was recorded as stable.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found no anomalies.